Event description:
The pt was admitted for a procedure in 2008 with a lesion in the left internal carotid artery. The lesion had 85% stenosis and was mildly calcified. The lesion was pre-dilated. An angioguard was delivered and a precise stent was successfully implanted. The stent was post dilated. After post-dilation, the pt's blood flow stopped and the pt developed a stroke with symptoms of paralysis of the right side of the body with alogia. The blood around the target lesion was suctioned by aspiration and the pt's blood flow returned to normal the day of the procedure. The pt was given urokinase for the stroke. Alogia and paralysis on the lower limb disappeared. A cerebral infarction was confirmed on the ipsilateral side, by CT and MRI. According to the physician, debris may have gone through the filter basket and let to the stroke. The pt is undergoing rehabilitation for the remaining heavy paralysis on his right upper limb.

Manufacturer narrative:
The complaint received states that during carotid stent implantation, the pt suffered hypoperfusion and stroke. This is a male with medical history including symptomatic stroke, hypertension and hl. The target lesion was the left internal carotid artery described as 85% stenotic and mildly calcified. An angioguard was inserted, tracked, deployed and retrieved without difficulties. The lesion was pre-dilated. One precise stent was implanted without report of difficulties. The stent was post-dilated with an amiia balloon. After the post-dilation, the pt developed hypoperfusion and stroke symptoms, including paralysis and alogia. The blood around the target lesion was aspirated and the pt's blood flow returned to normal the day of the procedure. The pt was given urokinase for the stroke. CT and MRI confirmed a cerebral infarction on the ipsilateral side. According to the physician, debris may have gone through the filter basket and led to the stroke. The pt is undergoing rehabilitation for the remaining heavy paralysis on his right upper limb. None of the devices are available for analysis. Note: facility lot no is cordis lot no. Per facility report: cordis corporation reported no product would be returned to facility for evaluation; however, a copy of the investigation request including lot traceability was provided. Without the return of the actual device in question for evaluation, co is unable to determine the exact cause for this incident. Facility did review the device history records relative to the manufacturing, inspecting and packaging. This packaging lot contained a total units, which were shipped from facility on june 16, 2008. The history records indicate this product was final inspection tested at facility and was determined to be acceptable. Hypoperfusion is a known potential adverse event associated with the carotid stent implantation procedure. It is noted that in foreign usage, during common stent placement, vascular surgeons habitually perform implantation aspiration techniques. The physician wants to avoid having uncaught debris in cerebral perfusion move upstream, causing cerebral infarction. They take advantage of the blockage function of the filter to avoid this event and suction the debris out of the filter. The IFU states, "if the distal perfusion of dye is significantly reduced or no dye is perfusing past the filter basket or guidewire distal marker band, the angioguard emboli capture guidewire may have reached its capacity to contain emboli. If there is a severe reduction in distal dye perfusion, it is recommended to exchange the angioguard emboli capture guidewire for a new one." Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. Embolism and the resultant ischemic stroke are known potential adverse events associated with carotid stent implantation procedures. The manipulation of the carotid artery and the stenotic portion of the vessel may product debris that embolizes in the down stream vasculature. Embolism to the cerebral vasculature may cause ischemic stroke in the associated structures fed from the circulation. The very act of pre-dilatation, and stent implantation intentionally cause disruption of the stenotic area in the pursuit of disease treatment. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by procedural or lesion characteristics and is not related to a product quality issue as the angioguard and precise stent performed as intended. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 9616099-2009-00374 and 9610978-2009-00072.